Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a cyst on his back that was irritated by the lifevest so the cyst was surgically removed. After removal of the cyst, the surgical area was still being irritated by the lifevest. There is no alleged device malfunction. The patient did not seek medical intervention for the irritation of the surgical area. The medical outcome of the irritation is unknown as patient ended use of the lifevest for unrelated reasons.